Manufacturer narrative:
H3. Analysis found the handset would not do telemetry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that 'a majority of the time' they try to request a bolus, they had been seeing service code 156 on their handset. Patient stated this had been happening 'almost since I got it' but then stated 'I played with it within a few days' of getting the handset and thought they must've 'done something to it.' Patient stated they tap 'ok' when the code appears and are ok with continuing to clear this message if needed. Patient stated they sometimes use a handset timer and patient stated 'the timer does not seem to influence that.' Patient read service code 156 after launching myptm app but agent assisted the patient in restarting the myptm app. Then patient was able to connect to their pump without seeing confirmed they were able to successfully connect and deliver a bolus without seeing the service code. When connecting, patient stated 'it gets to 90% really quick but then it sits there for a few seconds to a minute' since they got it. Additional information was received from the patient on 07-nov-2024 who reported that they are still receiving service code 156 "multiple times a day" and it can take "up to 2 min" to connect and deliver bolus. The patient stated, "it¿s painful to wait 2 minutes". The patient expressed frustration having to use 2 devices compared to the older ptm which was just one. The agent also reviewed since they have sm3 pump the older 8835 ptm was no longer compatible. The agent had the patient turn airplane mode on and off and was able to connect to ptm and see lockout time right away. The patient stated they shouldn't be getting the 156 code "so often" and insistent on having handset replaced. The agent reviewed replacing handset is not guaranteed fix for service code but agreed to one time replacement. An email was sent to repair department for a replacement device. 156 code multiple times a day since they got the handset in june. No patient harm reported. The patient stated they have hydromorphone and "something else that comes from asnail" in their pump.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.